Manufacturer narrative:
A medwatch (mw5077032) was received stating that "etco2 water trap line became dislodged during airway management during a surgical procedure." The event report type is set to serious injury. Apart from the received problem description stated in the medwatch report, we have not received any information such as device serial number, device logs, defective/replaced parts or hospital information. No information regarding medical intervention has been received. With the information given, we are unable to draw any conclusions and to determine any root-cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the etco2 water trap line became dislodged during airway management during a surgical procedure. (B)(4).